Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: barber nichols manufactured the blade guide sleeve, part #357.369, and lot #4545110 on po #353887, for 158 pieces delivered november 13, 2003. Initially, the part conformed to the supplier¿s certificate of conformance, dated november 5, 2003, and to the synthes final inspection sheet # (B)(4). The parts were released to the warehouse on january 21, 2004. Mrr #(B)(4) was issued on november 20, 2003 for go gauge failure; the product found to be in spec, the gauge was corrected, and the mrr was closed on november 20, 2003. The blade guide sleeve was made to the synthes drawing p/n 357.369, revision ¿c¿, released on march 20, 2002. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the product investigation reported the blade guide sleeve was received intact. The device shows fairly heavy wear with numerous deformed threads and several scratches and hammer marks. The device was manufactured in 1/2004 and is over 10 years old. The 357.369 blade guide sleeve and 357.371 buttress/compression nut are instruments routinely used in the titanium trochanteric fixation nail system ((B)(4)). The returned 357.371 buttress/compression nut shows heavy wear with several scratches and nicks consistent with eleven years of use. Drawing number (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No product issue was identified in the complaint description or noted upon examination. The returned 357.369 blade guide sleeve shows fairly heavy wear with numerous deformed threads and several scratches and hammer marks. The device was returned and reported to have deformed threads preventing the buttress/compression nut from advancing down the sleeve. This condition is confirmed; approximately two thirds of the way down the length of the sleeve the buttress/compression nut tightens and will no longer advance. It is likely that either the device was dropped or handled roughly during sterilization or that the threads may have been struck with a hammer deforming threads and rendering the sleeve unusable. Drawing number (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that user error has led to deformed threads on the 357.369 blade guide sleeve leading to this confirmed complaint, however this complaint is not a result of any design related deficiency. No product issue was identified in the complaint or noted upon examination of the returned 357.371 buttress/compression nut. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a triple trochanter for the helical blade would not thread. The threads looked as if they were either dropped or hit on something. The compression nut was unable to go down due to this. The compression nut was eventually forced down. There was a 5 to 10 minute surgical delay. This report is 1 of 2 for (B)(4).